Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system requested a lead revision. The patient reported that they were unable to undergo magnetic resonance imaging (MRI) because of a disconnected electrode. A revision procedure was performed; the lead was replaced. Following the revision procedure, the disconnected electrode was resolved.